Event description:
The patient reported exposed wires on the power cord. The cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not received for analysis. Based on the information received, the cause of the reported incident could not be determined.